Event description:
This report summarizes 4 malfunction events in which the device material reportedly frayed. - 1 event had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 2 devices were not available for evaluation. 2 device investigation types have not yet been determined. Additional information 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 previously reported events are included in this follow-up record. Product return status: 3 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 4 malfunction events in which the device material reportedly frayed. 1 event had no patient involvement, no patient impact. 3 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 4 previously reported events are included in this follow-up record. Product return status 4 devices were not available for evaluation.

Event description:
This report summarizes 4 malfunction events in which the device material reportedly frayed. - 4 events had patient involvement; no patient impact.